Event description:
Reporting status: death. Reporting rationale: myocardial infarction followed by death. Device issue: no device malfunction has been reported. It was reported via a trial that the pt experienced chest pain or angina equivalent, shortness of breath, bilateral pedal oedema, and st elevation myocardial infarction (mi). The pt subsequently died. No additional event or pt info is available.